Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The urology patient with a standing prescription for monthly foley catheters, which they insert themselves with permission of their doctor and had been using the bard item 0102l16 for about three years and get them from norco medical supply company. Three of the catheters had been defective, two with a slow leak at the funnel end. The customer used them with the bard flip-flo valve (bff20), also thought it might be the valve that was the problem, but when replaced the valve, the leak continued. The customer determined that it was not from the end of the valve but from the funnel end of the catheter where it fitted over the valve stem and thought it must have been a one-in-a-million defect, but then it happened again with another catheter. When the replaced that one and kept it to examine the funnel end and saw that there was a vertical slit in the whitish lining material that allowed the leakage. It was miserable having to contend with seepage for a month (medicare only allows one catheter per month). There was obviously something wrong with the manufacturing and quality-control processes at bard. The customer requested the customer look into this and that the replace the two defective items and received. Also received one catheter with no bump on the funnel end to indicate the proper orientation for insertion of a coude tip. The customer called norco about that one, and they sent a replacement.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The urology patient with a standing prescription for monthly foley catheters, which they insert themself with permission of their doctor and had been using the bard item 0102l16 for about three years and get them from norco medical supply company. Three of the catheters had been defective, two with a slow leak at the funnel end. The customer used them with the bard flip-flo valve (bff20), also thought it might be the valve that was the problem, but when replaced the valve, the leak continued. The customer determined that it was not from the end of the valve but from the funnel end of the catheter where it fitted over the valve stem and thought it must have been a one-in-a-million defect, but then it happened again with another catheter. When the replaced that one and kept it to examine the funnel end and saw that there was a vertical slit in the whitish lining material that allowed the leakage. It was miserable having to contend with seepage for a month (medicare only allows one catheter per month). There was obviously something wrong with the manufacturing and quality-control processes at bard. The customer requested the customer look into this and that the replace the two defective items and received. Also received one catheter with no bump on the funnel end to indicate the proper orientation for insertion of a coude tip. The customer called norco about that one, and they sent a replacement.